Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. According to the reporter, on (B)(6) 2026, the patient began feeling unwell. As his condition worsened, the nurse at the dialysis center checked his blood sugar with a fingerstick, which read over 500 mg/dl but the cgm was 65mg/dl. The nurse called for an ambulance. At the emergency room, the patient was given insulin. The reporter mentioned that the customer still wasn¿t feeling well and had taken 1000 mg of acetaminophen. There is no information provided about the treatment given by the ambulance or how long the customer remained at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.